Event description:
The customer reported that the ac power indicator was not lit which could indicate a failure to power up which could prevent the delivery of therapy.

Manufacturer narrative:
The customer reported that the ac power indicator was not lit which could indicate a failure to power up which could prevent the delivery of therapy. The customer evaluated the device and localized the issue to a failed power supply. The customer has not called back regarding this issue with this device. We are considering this a malfunction of the power supply. (B) (4).